Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A purchaser reported that a knife was noted to be dull during surgery. An alternate knife was obtained in order to complete the procedure. There was no harm to the patient. Additional information has been requested.